Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Approximately 6 months after the implant the patient reported reduced pain relief from the nalu system. During assessment and troubleshooting it was noted that one of the implanted leads was returning impedance issues. Programming was able to provide some relief using only a single lead, however the patient felt this was not sufficient. On (B)(6) 2024 a surgical revision was performed to implant a new lead to replace the malfunctioning lead.

Manufacturer narrative:
There are no reports of any external trauma or other external factors that are likely to have contributed to the lead failure. The malfunctioning lead was unable to be removed and remains in the patient at this time and thus is not available for further examination.